Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have a confirmed fracture. The lead was programmed off. The lead was capped and was not replaced. No further patient complications have been reported as a result of this event.